Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged due to twiddler's syndrome. The lead was repositioned successfully on (B)(6) 2013.